Manufacturer narrative:
D4: catalog number, lot number, expiration date, UDI number, d5: operator of device, g5: 510k and h4: device manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when removing the tube the bivona tube was "faulty" and has what looks like mold in the hub. Changed to a new tube. The event occurred in the patient's home. No patient injury or clinical affects was reported.

Manufacturer narrative:
Investigation summary: 1 used unit was received and decontaminated for evaluation. Visual inspection of the returned device using the naked eye under normal plant lighting revealed a distorted / cracked swivel retaining ring. The device was an adult flextend with the adult straight neck flange. Per the instruction for use, 10018908-001, states under 8.0 cleaning that the rotating 15mm connectors can only be removed from pediatric ¿v¿ flanges and pediatric flextend¿ connector ends. All other flanges do not have removable rotating connectors. Attempting to remove the rotating or fixed connector in all other products could damage the tube. The type of device returned had an adult straight neck flange, which does not have a removable swivel. The investigation determined that the swivel ring became cracked when the complainant attempted to remove the swivel connector. No manufacturing defect was identified. A device history record could not be completed as no lot number was received.